Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, bleeding, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by the patient that "I was implanted with a retro-pubic sling. From the very start of implication of this vaginal sling, I have had side effects. Could not pass urine, went home with a cath. 6 days later, it was removed. Within an hr of arriving home, the severe deep pain in my lower back began. I could not stand up straight, sit or walk. Crawling was the only way I could get around and continues on and off in spells to date. Once I could lie down, severe pain would radiate down both my legs to my toes. There is no position that I can lay to relieve this pain. The longer I lay, the harder it is for me to move my legs at all and still occurs to date. Six weeks after began total incontinence. I am not aware that this will occur. Developed lichen sclerosis, loss of hair, itching, unsteady gait, weight gain to pounds, swelling of legs, feet and stomach daily. Bladder infections. Over all health now is bad. I am always at the doctors. Losing control of my bowels when I cough. I was a very physically active woman. Sex is very painful. I can't even stand at the sink and wash all the dishes." (B)(4).

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-01453. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent combined abdominal vaginal excision of synthetic mid urethral sling and cystoscopy on (B)(6)2015 by dr. (B)(6), md.